Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. It is reported that patient is living with colostomy, and is no longer at facility; no information is available on if ulcer healed. Territory manager has scheduled inservicing, and early reporting was discussed with wocn. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to FDA on june 19, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the patient had fms placed in ICU (around (B)(6) 2013) and within 36 hours developed discomfort in rectal area. Fms was removed at that time, and was not reinserted once removed. Patient was transferred to another facility, and within two weeks the patient was readmitted for kidney disease and continued to complain of rectal pain. Md scoped area and noted a 5cm anterior ulcer at the anal rectal verge with pus pockets. Patient had analplasty to attempt and resolve ulcer with failed healing and resulted in needing diverting colostomy until healing.